Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device's service indicator is present and there is an event code logged in the device's memory. The event code logged in the device's memory can indicate that the AED function of the device may be inoperable. As a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if it was necessary.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. During device's evaluation, stryker verified that the paddles ECG was not visible. The therapy pcb assembly was replaced to resolve the reported issue. After other unrelated repairs are competed and proper device operation is observed through functional and performance testing, the device will be returned to the customer. The replaced therapy pcb assembly was returned to stryker product analysis center (pac) for further investigation. The cause of the reported issue was determined to be a leaky capacitor, designator c160.

Event description:
The customer contacted stryker to report that their device's service indicator is present and there is an event code logged in the device's memory. The event code logged in the device's memory can indicate that the AED function of the device may be inoperable. As a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if it was necessary.